Manufacturer narrative:
(B)(4). The generator was not working. The field service engineer replaced of several hardware components which might have contributed or caused the reported problem. That solved the problem.

Event description:
The customer reports a burnt smell in the room.